Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that the patient's device exhibited high impedance (hi) code. The patient was brought into the clinic for system evaluation and initially troubleshooting was able to bring the shock impedance high but still within range. Continued troubleshooting noted that there was visible damage to the electrode and the entire system was subsequently explanted and replaced. No additional adverse events were reported.